Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the tip of the jaw broke and the surgeon had to use a clamp to get it out of the pt. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).